Manufacturer narrative:
A ge representative evaluated the system, and moved the tube arm off the limit switch. System operates as intended.

Event description:
Customer reported the system is displaying movement errors. No patient injury was reported.